Manufacturer narrative:
Complete information from patient identifier: multiple - sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c enzymatic creatinine for three patients. The following data was provided (creatinine reference range (0.7 - 1.5 mg/dl)): patient 1: on (B)(6) 2022, sid (B)(6) generated an initial result of 2.85 mg/dl (sn (B)(4)), repeated on (B)(6) 2022 0.98 mg/dl (sn (B)(4), same sample repeated on another instrument and the result was 3.00 mg/dl the historical patient results were: (B)(6) 2022 1.19 mg/dl, (B)(6) 2022 1.06 mg/dl, (B)(6) 2022 2.85 mg/dl, (B)(6) 2022 0.98 mg/dl, (B)(6) 2022 0.84 mg/dl, (B)(6) 2022 0.99 mg/dl, (B)(6) 2022 3.00 mg/dl patient 2: on (B)(6) 2022, sid (B)(6) generated an initial result of 2.12 mg/dl (sn (B)(4), repeated on (B)(6) 2022 0.55 mg/dl (sn (B)(4), same sample repeated on another instrument 2.28 mg/dl (sn (B)(4). Patient 3: on (B)(6) 2022 sid (B)(6) generated an initial result of 4.28 mg/dl (sn (B)(4), repeated on (B)(6) 2022 0.45 mg/dl (sn (B)(4) and 0.73 mg/dl (sn (B)(4) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a crimp in the r2 probe tubing. The fsr resolved the issue by replacing the tubing. No additional discrepant result issues have been reported since the tubing was replaced. The reagent probe tubing was determined to be the cause of the issue. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the reagent probe tubing. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.